Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported led faulty issue. The manufacturer¿s field service engineer (fse) replaced the led to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported the light emitting diode (led) was faulty. There was no patient involvement.